Event description:
It was reported that a spectrum iq infusion pump had an issue of failed flow rate test and low audio. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed flow rate test, low audio was reproduced. Device was sent for flow testing and passed within specifications. The audio level was confirmed by evaluation to be low although the volume is set to high. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the filed flow rate testing was determined to be pressure plate travel, m2 and m3 springs. The cause of the low audio was found to be a dislodged speaker. Pressure plate requires to be readjusted and m2 and m3 requires replacement for failed flow rate and rear case for low audio require replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6: investigation findings c0402 is added for the m2 and m3 springs, h11. Additional information h6, h11: the device was received for evaluation. During functional testing, failed flow rate test was not reproduced. The device was tested for flow accuracy and passed within specifications. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The service history record (shr) review was not required because the device is not experiencing frequent, repetitive, or related failures with potential workmanship issues. The reported condition of failed flow rate test was verified. The cause of the condition was the failed pressure plate travel. The pressure plate travel required to be readjusted and the m2 and m3 springs require replacement to address this issue. The reported low audio was reproduced as low when the volume was set to high. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported low audio was verified. The cause of the low audio was found to be a dislodged speaker. The rear case was replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.